Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from bending section cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, it was discovered that the device had undergone insufficient reprocessing as foreign material (dark rubbery substance), was found clogging the channel. The unit had several other forms of wear and tear noted throughout the device. Those include but are not limited to scratching, chipping, and worn-out adhesives. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing preventative maintenance on his olympus evis exera iii gastrointestinal videoscope, the unit was not displaying an image. There was no patient involvement during this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the insufflation channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.